Event description:
It was reported that the patient had a driveline fault that cleared itself. The log files noted several; driveline faults between (B)(6) 2023 and (B)(6) 2023. The phase date indicated that there may have been an issue with the yellow wire. The patient's system controller was exchanged and the patient was sent on home on an ungrounded cable as a precaution. There were no further driveline faults noted in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-02295.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient experiencing driveline fault alarms that cleared by themselves was confirmed via analysis of the log files; however, the reported event was not confirmed during testing. The heartmate ii controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded log file from the returned controller and the submitted log file contained partially overlapping data spanning approximately 11 days ( 12feb2023 ¿ 17mar2023 per the timestamp). The log files captured intermittent atypical yellow wrench advisory alarms coincident with driveline faults active between the events of (B)(6) 2023 at 2:55:20 and (B)(6) 2023 at 12:03:16. Pump speed was not affected by the alarms and the alarms appeared to resolve after (B)(6) 2023 at 12:03:16. Additionally, the submitted log file from the new system controller after the exchange contained data spanning approximately 4 minutes on (B)(6) 2023 (13:46:41 ¿ 13:50:27 per the timestamp). The driveline fault alarms appeared to resolve as there were no notable atypical alarms active within the log file that would indicate an issue with the controller. During the evaluation, the controller was functionally tested and passed all steps without issue. The controller was placed on a mock circulatory loop for an extended period of time without any issues or atypical alarms active. The controller was placed on different power sources; however, the reported event could not be reproduced during testing. Multiple attempts were made to obtain additional information about the reported event such as if there have been any further driveline faults; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.